Event description:
During a clinic follow-up, a high pacing impedance was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.